Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported that an alarm led failure alarm sounded while the unit was on a patient. The alarm recurred after it was reset. The unit was collected from the hospital me's room, but the alarm didn't recur. The phenomenon was not duplicated even after collecting the unit from the sales office. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Patient information was not disclosed by the hospital.

Manufacturer narrative:
G4: 14sep2020. B4: 16sep2020. The service technician replaced the power switch overlay to address the reported issue. There was no medical intervention reported and no delay in therapy reported per key market. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25feb2021. B4:01mar2021. H11:g5:k102985. H10: failure analysis on the returned power switch overlay shows that the alarm (red) led detached from the trace not making contact on the power switch overlay created the alarm led failed error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.